Event description:
Information from a study by reilly et al. "Examining the relationship between wound complications and the use of resorbable plates in cranial vault reconstruction". A retrospective review of patients (n=182) who underwent cranial vault reconstruction using resorbable plate fixation was undertaken. All procedures were performed by a single craniofacial surgeon at the national pediatric craniofacial center from 2008 to 2016. Wound complications were identified from a prospectively maintained database and medical note review. Several key patient characteristics and surgical variables were also recorded and tested for associations with wound complications. Results: a total of 58.8% (107 of 182) of patients were male with a median age at surgery of 16.2 months. 12.1% (22 of 182) postoperative wound complication requiring hospital admission 9.9% (18 of 182) re-operation rate 2.2% (4 of 182) treated with antibiotics no need for reoperation 2.73% (5 of 182) remnants of plates removed none of the patients required additional bony fixation. A mean time from primary operation to secondary reoperation of 103 days.

Manufacturer narrative:
A review of the national pediatric craniofacial center database identified 182 pediatric patients who underwent cranial vault reconstruction with resorbable fixation between january 2008 and march 2016. The objective of the study was to identify the wound complication rate associated with the use of a resorbable plating system used in national pediatric craniofacial center for cranial vault procedures, and to explore patient and surgical factors that may be associated with the development of a wound complication. The authors conclude that there are 3 reasons why a craniofacial surgical wound can break down; skin tension, proximity of the plate placement relevant to the incision line, and the quantity of plates used. - wounds that break down in the first 6 to 8 weeks following surgery are likely related to patient and surgical factors such as skin tension, surgical site infection, and hematoma. This is true, even if a plate is found in the surgical wound in the early postoperative period. This occurred in 3.2%(6 of 182) of patients. - surgical wounds that break down after a 4 to 6 month period, with evidence of a partially resorbed plate in the surgical wound, we feel are related to delayed resorption of the plate that could be related to the increased quantity of plla in the inion plates generating an increased local response to a foreign body (sterile abscess), as alluded to earlier in the discussion. Delayed wound breakdown with symptom onset several months after surgery is the common pattern associated with foreign body reactions regardless of plate polymer or composition.29 this occurred in 2.75% of patients (5 of 182). - finally, there are a group of patients whose surgical wounds breakdown between these 2 time periods. The cause of that is multifactorial and likely relates to a combination of skin tension, quantity of plates used, and their proximity to the incision line.